Event description:
On (B)(6) 2021, a customer called hologic technical support (ts) to report they had inconsistent sample results for fusion ldt-sars-cov-2 testing (lot 300197) on the panther fusion instrument (B)(4). The customer reports that patient (B)(6) was tested on (B)(6) 2021 worklist (B)(4) and the result was positive for sars-cov-2 assay. At the same time, the customer was made aware that the patient retested for sars-cov-2 assay at a different facility and the result was negative for sars-cov-2. The customer also mentioned that they do not know the facility the patient sample was tested at, nor the method of testing. The customer decided to retest the sample by preparing another sample by transferring 400 l from the original collection vial into a working fusion specimen lysis tube (slt). The sample ID was changed to (B)(6) and was re-tested on (B)(6) 2021 in triplicate. The retest results were valid worklist (B)(4), and all replicates were negative for sars-cov-2. Of note, transferring 400 l of the patient's specimen is an off-label use.

Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and concluded that the positive sample in question, (B)(6), show a positive curve, meaning the result is a true positive. However, the curve for the retested sample results, (B)(6), did not show a positive curve. Pas did not find any hardware issues that could have contributed to the discrepant results and suggested that the discrepant results could be due to contamination during sample handling. Ts contacted the customer and provided feedback from the pas review. In addition, since a new specimen tube was prepared, it can be considered an independent sample; thus, there were no discrepant results within a particular sample.